Manufacturer narrative:
Date sent to FDA: 08/31/2020. H6 patient code: 3191 - bulging. Additional b5 narrative: it was reported that following the insertion the patient experienced pain, scarring, bulging and inflammation. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedures are captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/12/2020. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to hernia recurrence and adhesion.